Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: did this issue contribute to any patient adverse event? Please refer to the event description, other information requested is unknown. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002: device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent surgery due to "pregnancy complicated with macrosomia and pregnancy complicated with tricuspid valve (mild) on (B)(6) 2025 and suture was used. The suture was used to suture the skin at 10:16. The packaging was checked to be intact before use. The suture was broken at 10:35 and it was immediately replaced for skin suturing." Additional information was requested.